Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump, successfully resolving the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reemerges.